Event description:
It was reported that the patient experienced a loss of consciousness which the clinic suspected may be associated with an arrhythmia, although there were no events recorded on the arrhythmia logbook. Also, there was noise present on the right ventricular (rv) lead shock channel, with no evidence of oversensing, and spikes in shock impedance within normal limits. The patient was admitted to the hospital for testing. Boston scientific technical services (ts) was contacted, and ts noted some high out-of-range pace impedance measurements on the rv lead, possible loss of capture on the left ventricular lead and suspected a set screw issue. Subsequently, the patient underwent a revision procedure to correct the issue. The device and leads remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient experienced a loss of consciousness which the clinic suspected may be associated with an arrhythmia, although there were no events recorded on the arrhythmia logbook. Also, there was noise present on the non-boston scientific right ventricular (rv) lead shock channel, with no evidence of oversensing, and spikes in shock impedance within normal limits. The patient was admitted to the hospital for testing. Boston scientific technical services (ts) was contacted, and ts noted some high out-of-range pace impedance measurements on the rv lead, possible loss of capture on the left ventricular lead and suspected a set screw issue. It was also noted that the rv lead looked retracted. Subsequently, the patient underwent a revision procedure to correct the issue, the old rv lead was surgically abandoned, and a new rv lead was successfully implanted. After the procedure, it was noted that the old rv lead was twisted in the pocket and the insulation looked damaged. No additional adverse patient effects were reported.